Manufacturer narrative:
Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked. This issue was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufactured on (B)(6) 2021. The actual device was not available; however, a video of the sample was provided for evaluation.  Visual inspection was performed to the video using the naked eye which revealed that a leak at auto tailend sub asbl. The reported condition was verified.  By the nature of the sample, no additional tests were performed. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.